Manufacturer narrative:
Contact office correction: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that he had a "blue box that says "check monitor function."" There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
.